Event description:
It was reported that the asymptomatic patient presented in the clinic with a backup vvi device. The reason for backup operation was related to low battery measurement and high cell impedance. The patient had recently received a radiation therapy. The device was explanted and replaced. The patient tolerated the procedure well and will be followed normally.